Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported damage on the ik device. When removing the introducer from the patient it was noted that one of the introducers has raised ridges on it, but the other did not. The ridges were not equal in distance apart, as to signify a measurement. The were more along the line of it crumpling or folding. There was no harm to the patient. Additional information was received on 7/25/18. The damage was along the length of the introducer. It had ridges along the length upon removal from the patient similar to a crumpling of the introducer.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on 8/14/18. The type of procedure being performed was a evar (endovascular aneurysm repair). The contralateral approach was maintained through a 6fr sheath. The user noticed ooze from around the sheath and decided to swap the introducer sheath for a larger size and it was decided to close by using a perclose. When removing the sheath it was noticed to have marks. No portion of the sheath broke off in the patient. The procedure outcome was successful and a basic starter .035" wire was used with the ik device.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update, and provide the completed investigation results. The actual device was returned for evaluation. Visual inspection revealed kinks in the sheath. The kinks were measured to be between 0.3530" and 0.4545" apart with the first beginning 1.1565" from the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.